Event description:
The customer reported to their baxter sales representative (bsr) of one (1) clearlink continu-flo solution set, product code 2c8537, lot number unknown, in which a crack was observed underneath the drip chamber which caused a leak of IV fluids. The process step is unknown for this occurrence. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The sample has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).